Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - foreign matter. Correction: following submission of the initial MDR, the batch number was incorrectly reported. Section d has been updated to reflect the batch as "unknown," as batch number 5072213 does not correspond to the product code for 3 ml syringes (material 309658). Evaluation: three photographs of a 3 ml eurographics syringe were reviewed. The images show a single loose syringe from different angles with an unidentified yellow cap attached; one image shows a yellow plunger rod inside the barrel, and two images display a ¿2¿ with a slash through it as part of the barrel graphics. The observed graphics and plunger rod do not align with components manufactured at the bd canaan manufacturing plant. Additionally, because the provided batch number is invalid for a 3 ml syringe product and the features shown in the photos are inconsistent with bd canaan¿manufactured products, it cannot be confirmed that the observed condition originated at the bd canaan manufacturing plant; therefore, corrective actions are not required. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. The business team regularly reviews the collected data to identify emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had foreign matter. The following information was provided by the initial reporter: here at great ormond street hospital, we have received a product complaint for 3ml dash6 syringe. There seemed to be a black mark on the thread of the syringe, which looks like it is part of the plastic. Have you received any other complaints about this?